Event description:
It was reported by service report that the track support strut was broken and the lock bar cross tube was bent which could effect patient support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.